Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, one week after an ablation procedure in which three (3) 6f-12f mynx control venous vascular closure devices (vcd) were used, the patient presented with an infection. Additional information was requested but was not provided. The devices were not available to be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instruction for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, one week after an ablation procedure in which three (3) 6f ¿ 12f mynx control venous vascular closure devices (vcd) were used, the patient presented with an infection. Additional information was requested but was not provided. The devices will not be returned for evaluation.

Event description:
As reported, one week after an ablation procedure in which three (3) 6f ¿ 12f mynx control venous vascular closure devices (vcd) were used, the patient presented with an infection. The devices will not be returned for evaluation.

Manufacturer narrative:
The date of this procedure is currently unknown. The lot number for this device is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.